Event description:
The complainant is an employee of a hospital laboratory. He states that on three occasions the fingerstick lancet did not retract as designed. The first occasion was on 3/19/97 in which someone was stuck with a used lancet which did not retract. The second incident occurred on 3/27/97. In all cases the institution's post exposure procedure was followed. The complainant tried to obtain some of the unused lancets throughout the hospital. However, it was impossible to accurately identify what lot number was used and where. Therefore, any item that could be returned for evaluation is most likely not from the same lot as the suspect items.